Event description:
Customer called reporting a motor error alarm on his insulin pump. His blood glucose is 144 mg/dl. The motor error occurred during bolus. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test. No unexpected motor error alarm was noted. The insulin pump had a cracked case on the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, a broken belt clip slot and a missing end cap sticker.